Manufacturer narrative:
During a percutaneous transluminal angioplasty (pta) a saber pta balloon catheter (bc) delivered for pre-dilatation ruptured after applying pressure up to its nominal pressure during its initial inflation. Therefore it was replaced with a new saber pta to complete the procedure. A stent was implanted and post-dilatation was performed. The procedure finished successfully. There was no reported patient injury. The target lesion was the superficial femoral artery. The patient¿s vessel level of tortuousness and calcification was unknown. The rate of stenosis was 100%. An ipsilateral approach was made. A guiding catheter, a support catheter, a guide wire, ivus, and another catheter (outback) crossed the lesion. Then a saber pta (complaint product) was delivered to the lesion for a pre-dilatation and inflated.  Additional information was received that there was no difficulty removing the product from the hoop, no difficulty removing the protective balloon cover and no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient.  The device also prepped normally.  The device was removed intact from the patient.  Additional procedural details were requested but are unknown. The product was returned for analysis. A non-sterile unit of saber rx 5mm x 15cm155cm bc was returned. Per visual analysis the balloon had been inflated and deflated. Three kinks were noted at 12cm, 16 cm, and 21.7cm from the distal tip. Per functional analysis a 0.018¿ guide wire lab sample was advanced through the lumen in spite of the kink conditions noted. Flushing was performed and a leakage was noted on the balloon proximal section at 13.2cm from the distal tip. Per microscopic analysis the kink conditions were confirmed. Per sem analysis the external surface of the balloon revealed evidence of scratches and abrasion marks adjacent to the balloon rupture and it is very likely that the same factors that caused the scratch marks on the balloon outer surface may have contributed to the rupture found on the balloon. The internal surface and marker bands did not reveal any evidence of damages. No other anomalies were found during the analysis. A device history record (DHR) review of lot 17431065 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp¿ was confirmed through analysis of the returned device. The exact cause of the event could not be determined during analysis. Based on the limited information available for review, vessel characteristics (a rate of stenosis of 100%) may have contributed to the burst as evidenced by the scratches and abrasions noted on the outer surface during analysis. According to the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ neither the DHR review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time. (B)(4).

Manufacturer narrative:
This device is available for analysis but has not yet been received.  Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During a percutaneous transluminal angioplasty (pta), a saber pta catheter delivered for pre-dilatation ruptured after applying pressure up to its nominal pressure during its initial inflation. Therefore it was replaced with a new saber pta to complete the procedure. A stent was implanted and post-dilatation was performed. The procedure finished successfully. There was no reported patient injury. The product was clinically use and will be returned for analysis.  The target lesion was the superficial femoral artery. The patient¿s vessel level of tortuousness and calcification was unknown. The rate of stenosis was 100% (cto). An ipsilateral approach was made. A guiding catheter (6f parent plus, medikit), a support catheter, a guide wire, knuckle ivus, and another support catheter (outback) crossed the lesion. Then a saber pta (complaint product) was delivered to the lesion for a pre-dilatation and inflated. There was no difficulty removing the product from the hoop, no difficulty removing the protective balloon cover and no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient.  The device also prepped normally.  The device was removed intact from the patient.  Additional procedural details were requested but are unknown.

Manufacturer narrative:
The device was returned and section d10 was updated accordingly. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt.